Event description:
Senseonics was made aware of an instance where patient developed infection at insertion site. Arm was swollen and filled with pus. Patient visited doctor who prescribed antibiotics (clindasol) and the infected seemed to subside but on (B)(6), infection was back and the doctor decided to remove the sensor. User is feeling fine now and new sensor will be inserted.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient visited doctor who decided to removed the sensor from patient's arm to treat the infected area. Patient is feeling fine.